Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that a 28 mm diameter x 16 mm diameter x 16.5 cm length bifurcated stent grtaft should have been used in this patient in order to extened the ipsilateral limb inside the iliac artery; however, becuase a short deivce was implanted the ipsilateral limb did not extend into the iliac artery. Upon placement of the contralateral limb and the extension limb, both stent graft were found to have deployed in the ipsilateral side. The situation was corrected by convering the device to aorto-uni-iliac system by placement of an aoritc cuff in the flow divider and performed a fem-ferm bypass.